Manufacturer narrative:
Manufacturer's investigation findings: the report of pulsatility index (pi) events was confirmed through evaluation of the submitted log files; however, a specific cause for the pi events could not be conclusively determined. A direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted system controller event log files contained data from 17jun2021 to 18jun2021. The files captured multiple intermittent pi events. The file also captured the reported patient set speed change. There were no other notable findings in the files. The device appeared to be functioning as intended at the set speed. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. It was reported through patient outcome that the patient ultimately expired due to multi-system organ failure. The patient outcome was not considered to be device related. It was also reported that the patient's device was operating as expected with no issues or alarms. No autopsy was performed and (B)(6) would reportedly not be returned for evaluation. The heartmate 3 instructions for use is currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4 explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing several pi events and a slight bump in creatinine. The pump's speed was adjusted, and it was thought that the patient may possibly be dry. Review of the patient's log files revealed pi events, no other unusual events were seen. Additional information communicated stated that the patient was intubated and on continuous renal replacement therapy (crrt). The pi events had not resolved, however their creatinine levels had come down. Due to a lack of urine output the patient remained on crrt. The reason the patient was intubated was not provided.